Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6). The customer states that the radiofrequency generator showed an error code. When the doctor started the ablation cycle, the doctor tried changing the closurefast catheter and restarting the unit; error persisted. Procedure was then cancelled. Please reference MDR 2183870-2015-00240 for the closurefast catheter referenced in this complaint.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).